Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the monitor displayed an arterial po2 error. As a result, an alternate device was employed with the same outcome. The user facility swapped out the monitor again and the surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The user facility stated they would send in the unit at a later date for preventative maintenance and repair.